Manufacturer narrative:
This report is filed on july 05, 2019.

Manufacturer narrative:
This report is submitted january 18, 2019.

Event description:
Per the audiologist, the patient experienced a performance decrement and intermittencies with device use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device.